Manufacturer narrative:
Explanation: there was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Device evaluation of monitor sn (B)(4) has been completed. The monitor passed all incoming functional testing. The reported problem (response button non-functional) was confirmed. Upon investigation the rear response button was intermittent. The cause for the failure was a defective response button switch. The root cause for the defective switch could not be positively identified. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use prior to shock delivery. The response buttons were not pressed during the event. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was reportedly conscious and walking at home at the time of the event. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The patient's wife reported that the response buttons were not functioning after the event. The patient also reported that the monitor was under his sweater, making it difficult for him to press the response buttons in time. The patient visited his doctor after the event and continues wearing the lifevest. There was no death or serious injury associated with the inappropriate defibrillation event. The distributor also returned the patient's monitor and reported that the response button was non-functional.